Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: late onset seroma, suspected bia-alcl, deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 375cc mentor siltex round moderate profile textured saline breast implants in 1996. In (B)(6) 2019, she noted that her right breast implant appeared to be larger and tighter. An imaging study indicated a deflation of the of the right breast. A late onset seroma was suspected, and therefore the decision was made to replace the implants that she had with smooth round silicone implants (catalog number 3504501bc / serial number (B)(4) on the left side, and catalog number 3504501bc / serial number (B)(4) on the right side) and to rule out bia-alcl at the time of surgery. The patient also reported bilateral capsular contracture, grade unknown. This was not mentioned as a primary reason for explantation. On (B)(6) 2020 she underwent bilateral total capsulectomies and implant replacements. Intracapsular fluid from the right breast and right breast capsule were sent to pathology. Flow cytometry analysis from (B)(6) 2020: no flow immunophenotypic evidence of a lymphoproliferative disorder. Correlation with morphology, clinical history and other diagnostic information is recommended. Pathology result from (B)(6) 2020: immunohistochemical stains were performed on block a4. The neoplastic cells are positive for cd2 (very few and weak}, cd3 (very few and weak), cd4, cd30, cd45, paraffin. And granzyme b. They are negative for cds, cd7, cob, cd20, alk, and tia1. A cd30 immunostain was also performed on block a2 which also is positive in the neoplastic lymphoid cells. The overall morphologic and immunophenotypic findings demonstrate an anaplastic large cell lymphoma that is breast implant associated. The atypical lymphoid cells are seen predominantly along the inner surface of the capsule especially within acellular fibrin material. Therefore, the patient had a confirmed bia-alcl on her right breast capsule. As of the last communication, the patient is alive with no evidence of alcl, confirmed during follow up via pet scan as of (B)(6) 2020. Should more information become available, this case will be re-assessed, notes will be updated, and a supplemental report will be submitted. This report is for the patient¿s right-sided device.